Event description:
Material no: 270415 batch no: 9234874. It was reported that chloraprep applicator contained a hair. Verbatim: chloraprep applicator contained a hair. Examination in the laboratory confirmed the defect report. The smtl received on 4th october 2021 one putative defective becton dickinson bo chloraprep with tint 3ml applicator, product code 270415, batch number 9234874 07 /2022. The accompanying defect reporting form sent in by lead nurse (B)(6), (B)(6) hospital, (B)(6) health board, states: "during our outpatient clinic, whilst gathering the appropriate equipment ready for PICC insertion for an orthopaedic patient, it was noted by our healthcare support worker that the chloraprep 3ml applicator that we had intended to use for that procedure contained a hair. The packaging was sealed and unopened." Upon visual examination in the laboratory it was possible to see a black hair approximately 4cm long within the sealed packaging. The manufacturers will be contacted for their comments. Mhra have advised smtl that this is with their medicinal division and not their medical device division.

Manufacturer narrative:
The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on june 2021. While the lot in question 270415 ln 9234874 was manufactured on july 2019, which is before the continued initiative of replacement of anti-static lab coats. Follow up emd (B)(4).

Event description:
Material no: 270415 batch no: 9234874. It was reported that chloraprep applicator contained a hair. Verbatim: chloraprep applicator contained a hair. Examination in the laboratory confirmed the defect report. The (B)(6) received on (B)(6) 2021 one putative defective becton dickinson bo chloraprep with tint 3ml applicator, product code 270415, batch number 9234874 07 /2022. The accompanying defect reporting form sent in by lead nurse (B)(6), vascular access and opat services, outpatient clinic, (B)(6) hospital, (B)(6) university health board, states: "during our outpatient clinic, whilst gathering the appropriate equipment ready for PICC insertion for an orthopaedic patient, it was noted by our healthcare support worker that the chloraprep 3ml applicator that we had intended to use for that procedure contained a hair. The packaging was sealed and unopened." Upon visual examination in the laboratory it was possible to see a black hair approximately 4cm long within the sealed packaging. The manufacturers will be contacted for their comments. (B)(6) have advised (B)(6) that this is with their medicinal division and not their medical device division.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.